Manufacturer narrative:
Samples have been discarded by the customer. If additional information becomes available, a follow-up medwatch will be filed. Review of complaint history indicates similar issues have been reported for this product code.

Event description:
Home patient called tech support center due to alarm on her home choice dialysis machine. Patient's set became disconnected in dwell 2 of her dialysis therapy. Technical support assisted the home patient with clearing the alarm and home patient continued therapy manually. No patient injury has been reported at this time.